Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 1. 2.0 mmol/l and 7.0 mmol/l 2. 6.5 mmol/l and 2.1 mmol/l. Sets of results were taken on different days. At the time of the 6.5 mmol/l and 2.1 mmol/l customer felt like she was going to faint and self-treated with jelly beans. Customer felt better afterwards. No adverse event reported. The manufacturer requested return of suspect product for evaluation.